Event description:
Literature review titled "a proposal of a new periimplant breast pathology classification into 3 types" reported "highly fibrotic reaction", "inflammatory infiltration sparse and mononuclear", "focal calcifications", "all cases involved revisions with a clinical diagnosis of capsular fibrosis", baker grade unspecified, "detection of silicone within the pericapsular connective tissue and within the capsule itself", "silicone leakage from a defective or ruptured implant", and "two diagnoses of bia-alcl", "lymphoma diagnosis (bia-alcl) had externally been validated by a reference center for hematopathology". Further reported were "microfocal portions of an intermediate-grade ductal carcinoma in situ (dcis), a well-differentiated invasive adenocarcinoma (not otherwise specified, nos)" which are not device related. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Hence, the report of alcl has not been confirmed. Additionally, the manufacturer of the affected devices is unknown. This record is for the left side. The devices have been explanted. This study involved a total of 150 peri-implant, symptomatic capsular resections or parts.

Manufacturer narrative:
Krenn, e., liebisch, m., bohlen und halbach, f. Et al. A proposal of a new periimplant breast pathology classification into 3 types. Article in press. 2026; 1-24. Clarification to a2: mean age of all patients reported as 60.3 years. The events of capsular contracture and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified ["highly fibrotic reaction", "inflammatory infiltration sparse and mononuclear" -"focal calcifications"-"all cases involved revisions with a clinical diagnosis of capsular fibrosis"]; rupture ["silicone leakage from a defective or ruptured implant" -"detection of silicone within the pericapsular connective tissue and within the capsule itself"]; lymphoma - alcl - suspected ["lymphoma diagnosis (bia-alcl) had externally been validated", "two diagnoses of bia-alcl"].